Manufacturer narrative:
Device evaluation has been completed. Analysis indicated that the bur could not be loaded into the handpiece due to rust at the tip of the bearing. Analysis also found deterioration on the motor cable assembly. The motor cable assembly, bearing, nose shaft, middle housing and release collar were replaced. The device was repaired, tested to all manufacturing product specifications and returned to the customer.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was returned for analysis. Pre-repair temperature testing could not be performed since the bur could not be inserted into the hand piece. Completion of device evaluation anticipated but not yet complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the handpiece became hot immediately during a tympanoplasty. The surgery completed the surgery with another handpiece. There was no report of patient impact.